Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.